Event description:
A user facility nurse manager (nm) reported to fresenius technical services (ts) that the blood pump rotor on this 2008t hemodialysis (hd) machine damaged the blood pump tubing segment of the bloodlines during a patient's hemodialysis (hd) treatment, which resulted in an unspecified amount of blood loss. A level detector alarm was also received during the treatment. There was no reported patient injury or harm due to the event, and no indication that medical intervention was required. The nm was requesting a replacement blood pump rotor for the machine. Despite multiple attempts being made, limited details were provided upon follow-up with the user facility. The biomedical technician (biomed) from the facility stated the cap on the blood pump rotor was loose, which led to the damage. At the time of follow-up, the replacement blood pump rotor had not yet been received. The biomed agreed to return the sample for evaluation once the replacement was received and installed. No additional details were provided.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse manager (nm) reported to fresenius technical services (ts) that the blood pump rotor on this 2008t hemodialysis (hd) machine damaged the blood pump tubing segment of the bloodlines during a patient's hemodialysis (hd) treatment, which resulted in an unspecified amount of blood loss. A level detector alarm was also received during the treatment. There was no reported patient injury or harm due to the event, and no indication that medical intervention was required. The nm was requesting a replacement blood pump rotor for the machine. Despite multiple attempts being made, limited details were provided upon follow-up with the user facility. The biomedical technician (biomed) from the facility stated the cap on the blood pump rotor was loose, which led to the damage. At the time of follow-up, the replacement blood pump rotor had not yet been received. The biomed agreed to return the sample for evaluation once the replacement was received and installed. No additional details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.